Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated, and the central processor unit board was replaced to remedy the problem. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.